Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to exhibiting high out of range pacing impedance measurements on the right ventricular channel. A lead issue was discarded. It was decided to implant a new device. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: e3: occupation.

Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to exhibiting high out of range pacing impedance measurements on the right ventricular channel. A lead issue was discarded. It was decided to implant a new device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.